Event description:
The hcp reported the patient was experiencing fever and headaches. There was no complaint of neurological deficit. The pump was infusing baclofen 500mcg/ml at a daily dose of 500mcg. An MRI was done that detected a pocket around the catheter tip- "inflammatory reaction in spinal fluid due to baclofen or catheter." The event was determined to be "due to inflammatory mass." The catheter was explanted and replaced after an implant duration of 7 months. The patient outcome is ongoing. The hcp plans to infuse saline, "slowly add baclofen, and monitor csf." A follow up report will be sent if additional information is received as there is continuing investigation.